Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers would intermittently not respond to its power on/off button being pressed. During device evaluation, physio could not verify the reported issue but observed that the device had not logged any defibrillation shocks, that the battery had an on-time of approx. 7 hours and was completely depleted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio further evaluated the device. It was observed that the device would correctly analyze, charge and shock defibrillation energy. The device's memory had no service codes logged. No discrepancies were found for the device. A depleted battery that was shipped with the device was evaluated. It was determined that the cause of the reported issue was due to the battery having one bad cell. With this battery installed, the device would not power on. The device was out of warranty and the customer agreed on having physio discard the device for them.